Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration due to malalignment of the components or loss of fixation, and/or bone resorption which may contribute to deteriorating fixation and loosening."

Manufacturer narrative:
This follow-up report is being filed to relay revision procedure information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent right hip arthroplasty to implant a custom tri-flange acetabular component on (B)(6) 2010. Subsequently, patient was revised (B)(6) 2013 due to loosening of the acetabular component.

Event description:
It was reported that patient underwent right hip arthroplasty to implant a custom tri-flange acetabular component on (B)(6) 2010. Subsequently, the tri-flange component has loosened and will require a revision surgery. There has been no reported revision procedure to date.